Event description:
It was reported that when the camera control unit arrived at the customer¿s site the territory manager turned on the equipment; however, the digital display did not respond. The territory manager (tm) reported that due to this the data and settings could not be modified. The unit was turned off and on several times and the panel turned on and worked normally. The customer continued to use the demo tower and replaced the unit with no further issue. The territory manager reported that the unit was not used in a procedure; therefore, no patient injury occurred.

Manufacturer narrative:
The unit was returned to the regional repair center (rrc) for evaluation. An e117 error message was observed due to a faulty printed circuit board failure (pcb). The unit¿s solid-state drive (ssd) was defective with an error code on the 7-segment unit. Various cables were worn out by heat which potentially lead to the pcb mainboard error. In addition, the unit¿s backwall and fan were also, found defective. The fan was noted to sporadically makes atypical noises. In addition, legal manufacturer reviewed the content of the complaint for further investigation. The legal manufacturer was unable to determine the root cause for the failure of the printed circuit board and main board. The legal manufacturer reviewed the instruction manual and confirmed the reported description was mentioned in the IFU at the time of shipment. The legal manufacturer referred to the insert below. Otv-s400 instruction manual 9.2 troubleshooting guide ·error message: otv error ·possible cause: camera control unit malfunctions. ·solution: immediately turn the light source off and turn it on again after a while. If the same problem occurs after turning the light source on again, immediately turn the light source off, unplug the power cord from the wall mains outlet and the ac power inlet on the light source, then contact olympus. As a result of checking device history record (DHR), it was confirmed that there were no manufacturing abnormalities, special adoptions, and variations.